Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported guide break and needle to cuff miss were confirmed. The reported difficulty closing the foot and inability to remove the device could not be replicated in a testing environment as it was based on procedure circumstance related to the reported guide break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported guide break, needle to cuff miss difficulty closing the foot, inability to remove the device appears to be related to procedure circumstance due to high angle of insertion during device placement. The reported patient effect of hemorrhage is known inherent risk of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic coronary procedure. Reportedly, there was no difficulty inserting the proglide device or placing against the arterial wall. No suture was seen with plunger removal. The footplate lever was closed for removal; however, the feet caught the arterial wall and the device was found stuck in the patient. The lever was re-opened, re-closed and the device was twisted with no change. The patient was sent to surgery where the vessel was incised and the device was found broken between the distal guide and sheath, yet held together with the actuator wire. The device was removed and surgical suturing was used to achieve hemostasis. Additional anesthesia was administered in the groin. There was a reported clinically significant delay in the procedure and therapy. Hospitalization was prolonged for a few days. The patient was reportedly doing well after surgery. Subsequently, user facility report # (B)(4) was received that states: ¿following, we report a complication due to a defective proglide system in our heart catheter laboratory today. After completion of the diagnostic procedure, a proglide wound closure system is used. Unfortunately, the threads do not come back. At the same time, the system is stuck in the artery. It has to be surgically intervened. It shows that the "feet" cannot be retracted, even though the lever was brought back into the original position without resistance. Therefore, vascular surgical care was done. Substantial blood loss during surgery (1700 ml). After surgical removal it was found that the proximal and distal parts of the system were disintegrated." It was subsequently reported that 2 units of blood were transfused for the blood loss. No additional information was provided.